Event description:
The spatz3 procedure was initiated as usual and the balloon was successfully positioned and inflated. However, when attempting to detach the filling catheter, the disconnection from the junction at the white connector segment was very difficult. Despite continuous and careful efforts for approximately 20 minutes, the catheter could not be released. Due to this technical difficulty, we were forced to remove the entire balloon system. After extraction, we made multiple additional attempts to detach the connection outside the patient, but this was not possible, suggesting a potential defect in the device.

Manufacturer narrative:
The device was evaluated during a video call conducted on (B)(6), 2026, together with the treating physician and based on the endoscopy video recordings provided, it seems that the issue is unlikely to be related to a defect in the balloon mechanism itself. It is more likely that passage through the proximal junction was impeded due to the patient's anatomy, particularly at the level of the upper esophageal sphincter and it appears that during withdrawal, this area became caught at the level of the upper esophageal sphincter which resulted in mucosal laceration. Subsequently, even the balloon itself was difficult to extract through the same area, further supporting the likelihood that the issue was related to patient-specific anatomy rather than a device malfunction.